Manufacturer narrative:
Device is combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Clinical study:(B)(6). It was reported that the patient died. In (B)(6) 2014, the patient presented with unstable angina and was referred for cardiac catheterization. The index procedure was performed the following day. The target lesion was located in distal left anterior descending (lad) artery with 80% stenosis and was 32mm long with a reference vessel diameter of 2.75mm. The target lesion was treated with pre-dilatation and placement of 2.75x32mm promus element ¿ drug eluting stent. Following post-dilation the residual stenosis was 0%. Three days later, the patient was discharged on aspirin and clopidogrel. On (B)(6) 2017, 1242 days post index procedure, the patient died of unknown cause.